Manufacturer narrative:
A ge service representative performed an onsite investigation. A circuit board was replaced and the jumpers were adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that no fluoroscopy image would display on the monitors. No pt injury was reported.